Manufacturer narrative:
Based on the information gathered, there is no indication or report that a davinci product caused or contributed to the incidents. No device was received for failure analysis investigations. A review of the clinical development engineering (cde) report for the needle associated with this event has been performed by an intuitive surgical, inc. (Isi) cde team member. The following additional information was provided: based on the review of this article the allegation is that during removal of two different suture threads with needles attached through a 12mm cannula (unclear if it was an intuitive cannula or a 3rd party product) using a laparoscopic needle holder one of the needles was lost. In image a we can see a robotic needle driver on the right (unclear what size or type of needle driver as armpod messages are not visible) and a laparoscopic needle holder grasping 2 threads of suture. Image b shows a needle stuck in the body wall with no suture attached to it. Image c shows the laparoscopic needle holder going to grasp the lost needle. Based on the images and content of the article there does not appear to be any allegation against an isi product and the needle was retrieved with no harm to the patient. Source of the article: koida y., kiuchi h., yoshioka f., soda t., sekii k., (2023) lost needle during robot-assisted radical prostatectomy: a case report and literature review. 2023 koida et al. Cureus 15(7): e42119. Doi 10.7759/cureus.42119.

Event description:
During review of a literature article involving a da vinci-assisted radical prostatectomy, the following incident was noted. After the suturing for the vesicouretheral anastomosis, one needle was noted missing during removal through 12mm cannula. A search using the da vinci system was performed in the abdominal cavity, but the needle was not found. The da vinci system was then undocked and the needle was found attached to the abdominal wall using laparoscopic endoscope and was successfully retrieved. The procedure was completed.